Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer was in high degree weather and an unspecified malfunction alarm occurred. The customer's blood glucose level was high. The customer administered a manual injection to address blood glucose level. The customer reverted to an alternate method of insulin therapy.